Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the patient's blood pressure dropped and experienced cold sweat. Echocardiogram was performed and pericardial effusion was noted. Pericardiocentesis was performed with good result. The patient stabilised with not further intervention required. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra / model #: mc1avr1-delsys / expiration date: 28-mar-2023 / serial#: (B)(4) / device available for evaluation: no / dev rtn to MFR? No / mfg date: 13-oct-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.